Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported a tampon fell apart upon removal leaving pieces inside. She did not know pieces of tampon remained. A couple days later she experienced an odor, stomach and rib pain, difficulty breathing and moving around. She went to the ER and they performed an ultrasound and x-ray and nothing was found. She continued to have odor so she used a douche and manually removed more tampon pieces. She returned to the ER.